Event description:
The patient reported via manufacture representative that they had experienced a burning sensation during the night at the battery site. Impedances were >4000 ohms. It was thought that the lead was broken but after replacement impedances were still >4000 ohms. The battery was replaced and all impedances were under 2000 ohms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.